Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a low predict alarm and a threshold suspend alarm on the insulin pump. Customer stated that they checked their blood glucose readings and they were not really low. It was noted that the customer's blood glucose reading at the time of the event was 345 mg/dl and the sensor was reading 56 mg/dl. Customer has treated the blood glucose reading with the insulin pump. No further information reported.